Event description:
It was reported that during a lobectomy, the device locked out. Another device was used to complete the case. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the firing mechanism damaged and with no cartridge present. One partially fired cartridge was received inside the bag. The device was disassembled to verify the condition of the internal components and the left wedge band was bent. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications. In addition, a sample of the batch is inspected. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.